Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/18/2018, that on (B)(6) 2018, the cgm mobile application shuts off unexpectedly. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected cgm mobile application shut-off could not be determined. A root cause could not be determined.